Event description:
It was reported that a foreign material (suspected to be hair) was found inside a sterilized pouch.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.